Event description:
Caller reported damage to the pump housing and usb port, which affected the ability to charge the pump. Despite this, the pump did not shut down. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continues uninterrupted.